Event description:
The customer stated that the architect folate assay is being calibrated on a daily basis, because the controls keep shifting upward. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.